Event description:
It was reported that a hole was found on the sterile package. The product problem was found during inspection for incoming goods. There was no pt contact or pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.